Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a wrist repair the needle tip broke when it was fired. An x-ray was taken to locate the tip and the doctor retrieved part of it. The rep was not completely sure all of the tip was retrieved. The doctor did not take another x-ray to verify the patient was clear of all fragments. The procedure was successful and there were no further issues. At this time there is no follow up concerning fragments left in the patient.